Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient was revised due to pain and instability.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the articular surface were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. The primary surgical notes report that the patient, (B)(6), underwent computer-assisted bilateral tka for advanced degenerative osteoarthritis. After bony resections, trials were implemented and the knee was taken through a range of motion; full extension and flexion were obtained with excellent stability. After removal and cleaning of all the surfaces, the cement, in the appropriate doughy phase, was used to cement the final components in place. Excess cement was removed and the cement was allowed to cure. Again, the knee went through the full range of motion with excellent stability and satisfactory patellar tracking. The notes for an office visit 22 months post surgery report that the patient continues to have swelling, pain with activities, radiating pain, night pain, locking, clicking, and instability. Bone scan showed some slight uptake in both knees but no evidence of any loosening or other significant abnormalities such as infection. Per the package insert if the articular surface, pain and joint instability are known potential adverse effects of this tka procedure. The insert also states that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Concomitant medical products: item name: taper stem plug, catalog number: 00596009900, lot number: 62460517. Item name: stem extension replacement screw, catalog number: 00598009000 lot number: 62535227. Item name: nexgen femoral cemented lps-flex size e left, catalog number: 00576401551, lot number: 11400782. Item name: nexgen ally poly patella 32mm dia 8.5mm, catalog number: 00597206532, lot number: 62530139. Item name: nexgen stemmed precoat tibial component: 00598003701, lot 62559932. This report is 1 of 5 for this patient: 0002648920-2016-04405/3007963827-2016-00085/0002648920-2016-04406/0001822565-2016-04843/1822565-2016-00704.

Manufacturer narrative:
Visual evaluation of photos of the explanted articular surface could not identify any issue on the condylar surfaces or the post. The whole anterior region of the inferior surface looked pitted and damaged while the dovetail feature is severely damaged. However, it is not possible to conclude whether the dovetail rails are flared or compressed. As no product was returned the visual evaluation of the photos could not be confirmed and dimensional evaluation could not be performed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.